Event description:
Patient's mother reported that while priming the pump, she noticed that the pump is counting down the insulin however the piston rod was not moving. Mother stated this was tested several times and the same thing occurred each time. Mother reported the patient is currently in the accident and emergency dept. In the hospital she woke up today with elevated blood glucose levels and ketones. Mother stated the patient experienced an e4 (occlusion) error this morning and when checking her blood glucose level, she had a reading of 23 mmol/l and 5.6 ketones. Mother reported the patient was very sick, so she took her to the hospital where she has been on a drip for dehydration and ben given insulin via novorapid pen. Mother stated over the last 4 weeks, the patient has had a lot of e4 (occlusion) errors. Mother reported they changed the cannula, tubing and cartridge each time. Mother stated she even changes the battery and adapter as well. Patient uses the insertion device to insert all cannulas. Mother reported she had not noticed any defects with the cannula at all and it does not look kinked; no signs of leaks either. Mother stated the nurse has looked at the patient's infusion sites which are all fine as well. Mother reported the patient's blood glucose level is currently 16 mmol/l with 1.6 ketones. Mother stated the hospital advised the patient will be able to leave later today as she is feeling a lot better. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).